Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level, value not provided. Low bg cause was not known. Customer was feeling ill and declined to troubleshoot the issue with tandem technical support. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.